Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(4) 2014 patient experienced rash at sensor patch adhesion site. Patient's mother sought medical intervention from physician and patient was prescribed topical ointment for rash. No further medical intervention was necessary.